Event description:
It was reported that approximately a month ago the patient was wearing a hearing aid speaker at church. The transmitter box was sitting next to him on the pew when he received a shock. Since then he has been shocked intermittently in the groin, which caused leg weakness and pain. He lost therapeutic effect. Further information is being requested from the hcp.